Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation. Reviews of the dimensional verification, complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturer¿s instructions, quality control, specifications, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned package confirmed that one kcfw-5.0-38-55-rb-raabe was returned mangled and separated for investigation. Biomatter was present throughout the device. The device damage was consistent with other difficult removal cases noted for this device. The guide wire was returned stuck in the separated portion. The sheath had separated at 29.6cm. There was an additional 33.5cm of sheath tubing separated but attached by coiling. The distal tip was slightly pinched and frayed. The proximal 14cm of the separated section was heavily mangled. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should also be noted there were no other reported complaints for this lot number. Furthermore, reviews of the manufacturer¿s instructions, drawings, specifications, risk documentation, and quality control procedures were conducted, and no gaps were discovered. Moreover, an IFU is provided with this device, which states if resistance is encountered during sheath advancement, assess the cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, the force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal. The IFU also states that reinsertion of the dilator prior to removal of the sheath ¿increases the strength of the sheath and lessens the risk of device separation¿ and suggests insertion of the dilator prior to removal if resistance is encountered or anticipated during withdrawal of the device. According to the user, the dilator was not reinserted prior to the removal attempt. Based on the information provided and the examination of the returned product, investigation has concluded that this event cannot be traced to the device but instead to the patient¿s anatomy and unintended user error. Reportedly, the patient¿s anatomy contained scarring and the dilator was not reinserting prior to the removal attempt despite resistance being noted. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information received since the last report was submitted.

Manufacturer narrative:
PMA/510(k) number = pre-amendment. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, a seventy-one year old male was undergoing an angioplasty of the superficial femoral artery (sfa) and the popliteal artery when a flexor raabe guiding sheath "snapped" along the shaft during removal after the procedure. The dilator was not in place, therefore the dilator and sheath were not withdrawn as a unit. Additionally, a wire guide was not in place at the time of the event. An unspecified wire was inserted into the sheath in an attempt to support the separated material as the sheath was being pulled, but it "snapped" again. The groin incision was extended and the subcutaneous tissue dissected in order to grasp the sheath and successfully remove it. The patient required an overnight hospital stay as a result of this event but was discharged the next day. Additional information was received indicating the access site for the procedure was the right groin. This area was scarred due to a previous endarterectomy procedure. The sheath had been in place approximately forty five minutes when the event occurred.